Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs indicated that no errors for the bipolar maryland forceps were noted. The use time was three hundred and fifty-seven minutes with a use count of two. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There as no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. The jaw grasping force was tested and produced results within the specified limits. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total prostatectomy procedure, at the time of nerve preservation, there was a misalignment between the opening and closing movements of the bipolar maryland forceps (bmf) and the controller. The bmf slipped when attempting to clamp tissue in the usual manner. To prevent future complications, it was replaced with a new instrument as a precautionary measure. This was only the second use of the device. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic total prostatectomy procedure, at the time of nerve preservation, there was a misalignment between the opening and closing movements of the bipolar maryland forceps (bmf) and the controller. The bmf slipped when attempting to clamp tissue in the usual manner. To prevent future complications, it was replaced with a new instrument as a precautionary measure. This was only the second use of the device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.